Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-7841zn, and four of mmt-7040a, mmt-7040a, mmt-7040a and mmt-7040a. No product return is required for mmt-1884, mmt-7841zn, and four of mmt-7040a, mmt-7040a, mmt-7040a and mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated summary has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced skin inflammation/ irritation and redness. The customer also reported the loss of communication between the insulin pump and the transmitter. The event involved product(s) mmt-1884, mmt-7841zn, and four of mmt-7040a. Troubleshooting was performed. The reported event was not resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for four of mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.